Manufacturer narrative:
The insulin pump passed selftest and displacement test. The insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken traces on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call on (B)(6) 2018 that there was an audio anomaly and that the insulin pump was not giving off any sounds during alarm. Customer was also having issues with unresolved pump error 63. Troubleshooting occurred and did not resolve the issues. Customer's blood glucose level at the time of incident was 7.9mmol/l. No symptoms or treatment. Product will be returned for analysis.